Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited myopotential oversensing. Noise was reproducible with isometric testing. The device was reprogrammed.